Manufacturer narrative:
The lot number for the malfunction was provided, therefore a lot history review was performed. The device was not returned for evaluation. Medical records were provided and reviewed. Therefore, the investigation is confirmed for perforation and filter migration. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model md800f vena cava filter allegedly migration and perforation. The information was received from a single source. This malfunction involved one patient with no patient consequences. The female patient is 40 years old. Weight of the patient was not provided.